Event description:
The patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15895: b5 mso statement d4 model number.

Event description:
The complainant reported a patient was implanted with an impella cp pump for mechanical circulatory support. During support, the patient experienced thrombocytopenia. In response to the condition, heparin was removed from the purge line and bicarbonate was utilized for continued support. The patient ultimately expired with no allegation or evidence of association between the death and the impella devices.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: thrombocytopenia: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.